Event description:
One of five cryocyte bags with cryopreserved stem cells was found broken during the routine identification and inspection of bags a few days before the start of the treatment with stem cell transplantation. The break was along the heat-sealed pocket going into the bag. All five bags are still kept in the liquid nitrogen.